Event description:
It was reported the lead alert triggered due to noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead alert triggered due to noise oversensing. Follow up with the physician revealed the patient was seen approximately one month later. All the parameters were stable. Patient had one episode of nonsustained ventricular tachycardia. There was no noise noted on the lead. No programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.